Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the armada 18 otw instruction for use (IFU), states: do not use if the device is damaged. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1354 labeled 2017 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017- use after damage the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that during preparation of a 5.5 x 150 mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter, bubbles were noted on attempting to perform air aspiration outside of the anatomy. As the bubbles were thought to be related to an unspecified stopcock, the pta balloon catheter was advanced into the anatomy without the stopcock. During advancement, bubbles were noted again. Negative pressure was applied using an unspecified indeflator while the pta balloon catheter was in the anatomy but the air bubbles remained. There was no blood pulled back. The pta balloon catheter was simply removed and a new unspecified pta balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.